Event description:
It was reported that the patient was seen in the clinic due to low blood pressure. The interrogation showed t-wave oversensing. A decrease in sensitivity was attempted, but it did resolve the issue. Blood was drawn from the patient to evaluate electrolytes which revealed the patient had low potassium. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.